Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2011. The patient also had a monarc sling implanted on an unknown date. The patient experienced detrusor instability after implantation of the monarc sling and a tiny extrusion of the pelvic floor repair mesh in the anterior vaginal wall. The patient underwent a urethrolysis and excision of the monarc sling and excision of the tiny pelvic floor repair mesh extrusion on the left anterior vaginal wall on (B)(6) 2012. The surgeon stated that he cut off a significant amount of the mesh graft posteriorly, as the patient did not need a lot. The patient tolerated the procedure well. The surgeon noted that he had not noticed a vaginal extrusion of the pelvic floor repair mesh on his preoperative evaluation but it was found intraoperatively.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This medwatch report is in response to receipt of facility report # (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: multiple brown pieces and a piece of blue mesh were returned for evaluation. There was not sufficient evidence to conduct an investigation. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.